Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the device could not adhere to the esophageal wall, resulting in the suspension of the procedure. Even when tested outside the body, it still failed to adhere. Also, the bands failed to deploy. The patient had been sedated when the procedure was suspended. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the device could not adhere to the esophageal wall, resulting in the suspension of the procedure. Even when tested outside the body, it still failed to adhere. Also, the bands failed to deploy. The patient had been sedated when the procedure was suspended. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation. Unknown. Block h2: correction: block e1: initial reporter phone. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the ligator had two bands attached to it, the slack was not taken up and the handle had evidence that the loop was not secured to the post. Also, it was found that the suture was detached. And, during the media inspection, it was found in the video provided by the customer that the bands did not deploy. Based on the evidence, the reported event of bands failure to deploy is confirmed. But it was unable to confirm the event of device suction issue with testing of the product return. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit and secure trip wire in slot on handle unit, however, it was found that the slack was not taken up from the handle slot and the wire was not secured to the handle. The instructions for use (IFU) contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. According to the product analysis performed on the device, it was found that the instructions for use of the device were not follow since the slack was not taken up from the handle slot and the trip wire was not secured to the post. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. On the other hand, it was found that the suture was detached. This failure likely has occurred due the manner as the device was handled and manipulated may have caused the reported and encountered failure. Excessive manipulation of the device without enough care could have induced the defect found. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure. It was determined that due to the instructions for use of the device weren't follow the device could failed in the deployment of the bands. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.